Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/13/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed at microscopic inspection and showed the push rod was exposed out of the cartridge tip. The lens was returned out of the device. Lubricant material residue and loose particles were observed on the lens surface. The lens was observed torn and the haptics were observed distorted/bent. Also, scratches were observed on the lens surface. The reported issue of was verified. However, the condition in which the product returned indicate that the product was handled and prepared for surgical process. Based on the analysis there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens was noticed scratched after being implanted in the patient''s right eye. Therefore, an incision enlargement was made to remove the lens and replace it with another lens. The patient had to have a suture placed. Reportedly, the outcome did not significantly interfere with activities of daily life and the patient recovered. No additional information was provided.